Event description:
Information was received indicating that a smiths medical pump was under infusing. There were no reported adverse events reported.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 complaint of under delivery was not confirmed in the event log and passed accuracy testing withing the published +/-6% delivery accuracy specification. The expulsor was replaced due to the previous complaint. Device then passed all delivery testing. Additional information in h 6 - no patient involvement.

Event description:
Device evaluation completed and summary in h 10 additional information h 6.